Manufacturer narrative:
Additional information for this case was received and the MDR report was updated. Other additional information was requested at complainant and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a alloclassicâ®, sl stem, uncemented, 3, taper 12/14 on the right side on (B)(4) 2004 and the patient had a fall and underwent revision surgery on (B)(6) 2017 due to implant fracture.

Manufacturer narrative:
This case has been re-opened to enter new information received from the patient. The patient has now reported that he didn't fell down. The investigation results will be updated according to the new information received. As soon as investigation result become available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The additional information received was analyzed and it was determined and concluded that it does not change the previous assessment and outcome of the case. The case at hand is closed again. Zimmer biomet case number (B)(4).

Manufacturer narrative:
No trend considering the following event is identified: stem fracture. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of available information: the following documents are available: zimmer biomet product experience report (zper) completed by sales representative. Letter from dr. (B)(6) to zimmer, dated (B)(6) 2017. Bfarm report submitted by dr. (B)(6). Correspondence from dr. (B)(6) to the sales representative surgical report for the operation on (B)(6) 2017, in (B)(6). Signed declaration of consent to use implant removed from the patient. 2 x-rays. Relevant information from these documents is summarized in the following sections. Immer biomet product experience report (zper) in the section c. Information about the incident, the following was mentioned under detailed description of the incident: ¿fracture below the taper on the sl stem after repeated revisions. Extension with merete bioball to a remarkable 5xl! With patient weight over (B)(6).¿ also in response to the question: did other factors play a role in this incident?, these two factors, neck offset and patient weight, were cited. The level of activity of the patient is classified as ¿moderate¿. Apart from the clinical details cited on the first page of this report, the zper does not contain any additional information that could affect the outcome of the investigation. Letter from dr. (B)(6) to zimmer, dated (B)(6) 2017, and bfarm report in his letter to zimmer, dr. (B)(6) stated that the fracture of the prosthesis neck of a zimmer biomet total hip arthroplasty was identified during treatment in his clinic, followed by a bfarm report with the implant being sent to zimmer biomet for examination at the same time. He also mentioned that the prosthesis had been implanted in his clinic in 2004 and the current surgical report was attached. In the form for the bfarm report the following information was stated under details about the incident. Date of the incident: (B)(6) 2017. Description of the incident / consequences for the patient: ¿fall at home with subsequent immobility. A taper fracture on the stem of the total hip arthroplasty.¿ correspondence from dr. (B)(6) to the sales representative in his correspondence, dr. (B)(6) stated that the primary implantation had taken place on (B)(6) 2004, in (B)(6), and a revision with head and cup replacement on (B)(6) 2009. Surgical report for the operation on (B)(6) 2017, in (B)(6). Information that may affect this investigation is described or summarized below. Diagnosis: fracture of the neck of a cementless titanium total hip arthroplasty on the right side, status after primary tha right hip joint from 2004, status after revision with implantation of a merete head in 2007, status after revision with merete head and cup revision in 2009. Summary of the surgical report: the patient is placed in left-lateral position and access to the joint is via the anterolateral approach. The artificial joint was exposed using partly blunt, partly sharp dissection. The neo-capsule is circumscribed with hohmann retractors and the capsulectomy is carried out. The fractured prosthesis neck with the mounted bioball head is now visible. With the opening of the artificial joint, an aspirate is collected and other samples are sent for examination throughout the operation. The broken off prosthesis segment is removed. The prosthesis is dissected and exposed. The first attempt to remove the prosthesis with the sliding hammer was not successful. Even after further preparation with the pneumatic chisel the stem could not be removed. The proximal femur is now exposed and a longitudinal osteotomy is made until just above the tip of the prosthesis. The proximal stem is carefully levered up with several impact chisels and can then be removed with the sliding hammer. To stabilize the osteotomy, two titanium cerclage wires are applied. After repositioning of the leg, the cup is exposed and checked. It still appears to be firmly integrated into the bone. The last part of the surgical report describes the implantation of the new prosthesis components (stem and head). X-rays: the two attached x-rays were possibly photographed from the screen and are in jpeg format. The images are an ap and lateral view of the right hip. The date the images were recorded is not visible on either image. The images show that the stem neck has fractured at the level of the stem shoulder and has tilted with the adapter and head that are fixed to it so that the fragment is approximately at right angles to the stem. A tapered zweymüller screw cup is implanted in the acetabulum. This appears to have a rather steep inclination. In the cup shell there is a cup insert made of polyethylene, probably with a spherical shape, discernible by the radiopaque wires that protrude out of the cup shell on the distal edge of the cup. The implant appears to be firmly anchored in the bone on both the femoral and acetabular sides. Results of the investigation: state of the explants upon receipt. Both of the fragments were packaged together in a sterile bag the color coding of the bag indicates steam sterilization. Visual examination: the alloclassic sl stem is fractured at the distal end of the stem neck at about the level of the stem shoulder. The bioball adapter and bioball head are firmly fixed to the proximal fragment. The proximal fracture surface is intact apart from a large scratch on the medial side while the fracture surface on the distal fragment is scratched and polished. The fracture surfaces have a fatigue fracture with the typical beach marks and a fatigue fracture proportion of about 75%. The origin of the fracture is anterolateral. In this area there is a semi-circular, gray-blue discoloration with a diameter of about 1.2 mm. If the fracture surfaces are held close to one another, it becomes apparent that on the blasted neck surface at this point there is also a punctate discoloration (outside yellowish-brown, inside gray-blue) that spreads over the two fragments. There are also other punctate discolorations visible on both fracture surfaces. The latter are also spread on the shoulder surface, the stem neck, the bioball adapter, and the bioball head, whereby there is little to no discoloration on the articulation surface. Along with diffuse traces of scratching distal to the equator, the ball head also has an area with a high density of scratches a little proximal of the equator. On the posterior side of the bioball adapter there is a narrow score mark of 3 mm length that continues less pronounced to a length of about 10 mm. About 3 mm distal to this score mark is another line of about 5 mm. Impingement is one possible cause of these phenomena. Between the bioball adapter and the stem neck a small whitish particle was found, the structure of which indicates bone or another organic substance. In the fixation area of the alloclassic stem there are bone ongrowth and various signs of damage (mostly scratches) visible on all sides from the revision surgery. Examination of the proximal fracture surface in the scanning electron microscope the fracture surface of the proximal fragment was investigated further in the jeol jsm-6610 scanning electron microscope (eq-ID wnt-03-rsr-541-151103). The origin of the fracture no longer appears to contain the original fracture structure and is worn away. Approximately in the center of the fracture surface the fracture structure shows the features typical of material fatigue. Near the residual fracture there is the typical honeycomb structure. Several of the punctate discolorations were examined in more detail and all show a similar picture. In this area the surface appears to be fused and melted. In the center of the discolorations the surface is smooth, while closer to the outside there are rather drop-like structures. In the smooth zones several cracks ranging to networks of cracks are visible. Because of the location of the punctate discoloration in the origin of the fracture, this could not be examined in more detail without destructive measures. It was attempted to examine the punctate discolored area on the distal fragment but this was not successful. However, there were also features here of a possibly fused surface in the form of drop-like structures. Determination of the neck length: the alloclassic stem was used in combination with a bioball adapter and a bioball head from (B)(6). To determine the neck length, the two fragments of the stem were pieced together and photographed. To prevent damage, the fracture surfaces were covered beforehand with an elastic film. The image of the assembled stem was then overlaid with the x-ray template for the stem and then calibrated. The neck length of this combination of a zimmer biomet stem (centerpulse at the time of manufacture) with the head adapter and head from another manufacturer totals about 21 mm. For the combination of the same stem with a head approved by zimmer biomet there is a maximum permitted neck length of 8 mm (xl). Because this is an eccentric bioball adapter, the angle between the stem and head axis was determined. It is approximately 8.5°. Manual calculation of the flexural stress: using a manual calculation as defined by the load arrangement (angle) for fatigue testing of the neck area of hip stems in accordance with iso 7206-6 [1], the flexural stress in the fracture area was determined. The flexural stress of the current combination (alloclassic sl stem, size 3, with bioball adapter and head) with 21 mm neck length is increased by 53% in the fracture area compared to that of the maximum permitted neck length of 8 mm (xl) summary and conclusion in this case a fracture was identified in the alloclassic sl stem in the neck area after the patient fell at home with subsequent immobilization. The primary implantation of the stem was performed in (B)(6) 2004 in the same hospital. The available information indicates that there were subsequently two revision operations. In accordance with the description of the diagnosis in the surgical report for the operation on (B)(6) 2017, a merete head was implanted during a first revision in 2007 and a merete head was also used for a second revision in 2009 and a cup revision was also carried out. The surgical reports for the two revisions that were performed are not available. The product labels for the products used for all three operations and a complete sequence of x-ray images throughout the entire period from primary implantation to the current revision of the stem are also not available. According to the bmi scale, the weight of the patient (bmi > 40) is in the category grade iii obesity [2]. The patient can therefore be classified as severely overweight. The explanted alloclassic sl stem including the bioball adapter and the bioball head located on the stem neck were examined without destruction. The stem has a fatigue fracture originating on the anterolateral side on the distal end of the stem neck. In the origin of the fracture there is a semi-circular gray-blue discoloration on both fracture surfaces. There is also a discoloration on both fracture surfaces on the blasted neck surface at this point as well. Other punctate discolorations are visible on the fracture surfaces, shoulder and neck areas of the stem, the bioball adapter, and the bioball head. The appearance of these discolorations indicates damage resulting from the use of high-frequency instruments (cautery instruments) that are used for coagulation and tissue separation [3, 4]. The location of these discolorations on surfaces that are very likely to be exposed to possible damage by these instruments is a further indication that these discolorations are damage caused by high-frequency instruments (subsequently referred to as cautery points) [5]. These points develop as a result of arc formation that can lead to local melting of the material and which can reduce the fatigue strength as a result. Such damage can lead to fatigue fractures of implants as described in [3, 4]. At least the cautery points examined on the fracture surfaces in the scanning electron microscope have a melted or fused surface with some cracks. Because the surgical reports for the revision operations are not available and the use of a high-frequency instrument was not explicitly mentioned in the current revision report, it is not known when the cautery points developed. Therefore, it is also not possible to say whether the cautery point identified in the area where the fracture started could have triggered or facilitated the fracture. The alloclassic sl stem was combined with a bioball adapter and head from merete. In general, the combination of a zimmer biomet product (centerpulse at the time of manufacture) with a product from another manufacturer must be considered ¿off-label use¿. According to the package insert, hip stems for hip arthroplasty, 1.1 general information, such a combination is not permitted: ¿hip stems and ball heads from centerpulse must never be combined with parts from other manufacturers or implanted with instruments from other manufacturers.¿ [6]. The neck length of the bioball system used was measured and is 21 mm. According to the brochure (hdb0007-1014) ¿bioball system, surgical technique and ordering information¿ from merete [7], this is the maximum available neck length for this system (5xl (+21.0)). For the combination of the alloclassic sl stem with a head from zimmer biomet, there is a maximum permitted neck length of 8 mm (xl). In the brochure (hdb0007-1014) for the bioball system, the following is stated under system compatibility: ¿no biomechanical testing information is available on the usage of bioball adapters with hip stems from other manufacturers. Consequently, only manufacturer-approved extensions may be used.¿ [7]. This case therefore involves a combination of products that is not permitted by the manufacturers. The extension of the head neck by more than 2.6 times the neck length permitted by the stem manufacturer leads to an increase in the flexural stress in the fracture area of 53%. In the zimmer biomet (centerpulse at the time of manufacturing) package insert for hip stems for hip arthroplasty [6], the following is stated under 1.1 general information. ¿for ball heads with long necks, there is the risk of a stem neck or stem fracture as well as the risk of premature loosening of the stem. This risk increases the smaller the stem size. For this reason, refrain from combining an xl (+8) ball head with the smallest stem sizes.¿ [6]. The available x-rays show that a tapered zweymüller screw cup with a cup insert made of polyethylene, probably with a spherical shape, and which is discernible by the radiopaque wires, has been implanted in the acetabulum. The cup appears to have a rather steep inclination. Because, however, there is no pelvic overview image, the actual angle of inclination cannot be determined. Furthermore, the absence of product labels for the implants means that it cannot be determined whether the cup is a zimmer biomet product. On the posterior side of the bioball adapter there is a score mark and other lines present which may be caused by possible impingement. According to the zimmer biomet (centerpulse at the time of manufacturing) package insert for hip stems for hip arthroplasty [6], under 2. Warnings, 2.2 intraoperative, the following issue is mentioned. ¿correct positioning of the stem and cup as well as the choice of neck length are of critical importance. Subluxation, dislocation, and/or fracture of components may result from incorrect muscle tension and/or poor positioning of the components.¿ [6]. On the basis of the examination results and the available information, it is assumed that a combination of stem / adapter / head that is not permitted by the stem manufacturer, specifically a neck length of the adapter / head that is not permitted, which led to a considerable increase in the flexural stress in the area of the fracture has primarily contributed to triggering and/or facilitating of the fatigue fracture in the stem neck. In addition, the positioning of the cup, the surface damage caused by a high-frequency instrument (cautery point) in the origin of the fracture, and the patient¿s obesity all could have had an effect on the fracture. It remains unknown whether as a result of the two revision operations the changing pairing of adapter / head and cup / cup insert as well as their position could have also had an effect on the course of the damage. References: [1] iso 7206-6, implants for surgery ¿ partial and total hip joint prostheses ¿ part 6: endurance properties testing and performance requirements of neck region of stemmed femoral components ¿ second edition 2013-11-15. [2] wikipedia ¿body mass index¿ accessed on september 20, 2017 https://de.wikipedia.org/wiki/body-mass-index. [3] huber g., weik t., morlock m.m., damage to a hip endoprosthesis stem due to the use of a high-frequency scalpel [schädigung eines hüftendoprothesenschafts durch einsatz eines hochfrequenzmessers], orthopäde 2009, 38:622¿625. [4] konrads c., wente m.n., plitz w., rudert m., hoberg m., implant damage due to the use of a high-frequency scalpel [implantatschädigung durch einsatz eines hochfrequenzmessers], orthopäde 2014, 43:1106¿1110. [5] yuan n., park s-h., luck j.v., campbell p.a., revisiting the concept of inflammatory cell-induced corrosion, doi: 10.1002/jbm.b.33912. [6] package insert, hip stems for hip arthroplasty, article no. D011 400211-d/e/f/I/sp/sw-ed. 07/03. [7] merete brochure (hdb0007-1014) ¿bioball system, surgical technique and ordering information¿, accessed on september 20, 2017 http://www.globalortho.com.au/our_products/hip-solution/femoral-components/bioball-system. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive other source documents for review. The device was received, the investigation is pending. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a alloclassicâ®, sl stem, uncemented, 3, taper 12/14 on the right side on (B)(6) 2004 and the patient had a fall and underwent revision surgery on (B)(6) 2017 due to cone fracture.